Manufacturer narrative:
Results - a visual inspection of the returned product shows one haptic is torn off into the optic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the haptic broke off. The surgeon removed the lens without enlarging the incision and replaced it with another same model lens. No patient injury. This is one of two incidents that occurred to this same patient. See manufacturer report number 2023826-2007-01050 for the other incident.